Event description:
The customer reported the dxc 700 clinical chemistry analyzer generated intermittently low results with a g flag on multiple chemistries including albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase and aspartate aminotransferase. The initial results were not reported outside the laboratory. The samples were repeated, recovering higher results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and could not resolve the issue even after replacing the sample transfer unit, decontaminating the analyzer and installing mixer guards. The fse collected data for technical support and continued with troubleshooting. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
A beckman field service engineer (fse) performed an extensive, multi-week evaluation of the dxc 700 au chemistry analyzer. This involved multiple site visits where the fse replaced the sample transfer unit, installed mixer guards, and performed decontamination and ground checks between the au and dxa analyzers. Troubleshooting included connecting an oscilloscope to the au sample transfer unit liquid level detection pcb to observe and capture level sense signals. The fse also installed an anti-static brush for the sample aspiration puck and shielded the sample aspiration area with a metal mesh, continuously monitoring the system with the oscilloscope. Following these interventions and analysis of logfiles, no further issues were observed, and the analyzer resumed operational. Due to multiple hardware interventions performed, a definitive single component could not be identified as the sole contributor to this event. However, there is sufficient evidence to conclude that a hardware malfunction, stemming from multiple parts, was the cause. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported intermittent low patient results, flagged with 'g', across multiple chemistries on the dxc 700 clinical chemistry analyzer. Affected chemistries included albumin, blood urea nitrogen, calcium, carbon dioxide, chloride, creatinine, glucose, potassium, sodium, total bilirubin, protein, alanine aminotransferase, alkaline phosphatase, and aspartate aminotransferase. The initial, erroneous results were not released from the laboratory, as samples were re-run and recovered higher values. No changes to patient treatment, injuries, or deaths were associated with this event. Patient data or demographics were not provided by the customer.

Manufacturer narrative:
The beckman field service engineer continued troubleshooting at the customer site. The fse rescheduled to visit the site on 15aug2025. Investigation is ongoing to determine the root cause.